Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified sensor issue occurred. The patient was experiencing an unknown sensor issue which occurred on an unspecified day after the sensor was inserted into an undisclosed location. On (B)(6) 2023, the patient passed out on the kitchen floor. The events leading up to the patient losing consciousness are unclear, but the patient stated he did not have any other symptoms prior to passing out. The patient¿s daughter called an ambulance. Once emergency medical service arrived, they treated the patient with IV dextrose (d50) and the patient regained consciousness after treatment. No continuous glucose monitor (cgm) or blood glucose (bg) comparison values were provided at this time. The patient¿s father was trying to view the patient¿s cgm receiver but has blindness and was using a magnifying glass. No specific reading could be recalled. Of note, the patient was not transported to the hospital. The patient was in good condition at the time of the report. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.